Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the pt's alleged pain. The pt reports that she has not sought medical attention for the reported pain. No medical records have been provided and no specific device failure has been indicated. Additionally, the mesh remains implanted. With the limited info provided, no conclusion can be drawn.

Event description:
Info provided to davol via pt and implant facility risk manager: (B)(6) 2005 - the pt underwent implant of bard ck mesh for a right lower quadrant recurrent incisional hernia repair. Since the time of the implant, the pt alleges she has been experiencing pain in the area of the mesh placement. The pain is described by the pt as a "poking" pain which is exacerbated when she lies on her right side. The pt reports she has not sought medical attention for this reported pain.